Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had inaccurate cgm readings 3 days after the sensor was inserted into the abdomen. On 03/16/2024, around 12:30am, the patient experienced a seizure. The patient¿s dexcom was reading 182 mg/dl at this time. No bg meter comparison was taken at this time. The patient¿s wife treated the patient with a glucagon injection and called emergency medical services. Once ems arrived, the patient¿s bg meter reading was 54 mg/dl. The patient¿s wife stated that patient¿s cgm was reading ¿around 160 mg/dl¿ during this time. Ems did not provide the patient with any medication, but the patient was recommended to eat. Therefore, the patient had a peanut butter sandwich and orange juice. The patient stabilized at home and there was no documentation that the patient was transported to the hospital. The patient was normal at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.